Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel and oversensing which resulted in an inappropriate mode switch. The health care professional (hcp) noted the patient did not pace intentionally and asked about programming around the fallback pacing. Technical services (ts) recommended reprogramming options around the fallback pacing and noted it would not affect normal pacing. This crt-d remains in service and no adverse patient effects were reported.